Manufacturer narrative:
D10 (concomitant) has been added. D3 (manufacturer fax) and g1 (manufacturer contact fax number) has been added as this was omitted from the initial mw submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 58 year old female for acute myocardial infarction with cardiogenic shock. The patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. It was reported the patient was hypotensive with diminished/absent pedal pulse on arrival, as well peripheral artery disease and peripheral vascular disease. The patient received support from the cp for coronary angioplasty procedure. Post procedure, while still in the cath lab, angiogram through repositioning sheath demonstrated no flow in superficial femoral artery and the patient's pulses in the right limb were not present. A first attempt to place a distal perfusion sheath was unsuccessful. A second attempt was made when the patient was in the intensive care unit, which was successful and tied into the va ECMO. The patient's dorsalis pedis pulses were present via doppler. On day 2 of support, bleeding and a hematoma occurred around the impella site. The patient's hemoglobin was 6 and the patient was transfused with 2 units of blood. Additionally, heparin was held, manual pressure applied, and the site re-dressed to achieve hemostasis. On day 4 of support, it was suspected the patient had heparin induced thrombocytopenia (hitt). Heparin was discontinued and argatroban started. On day 7 pf support, the patient was bridged to impella 5.5 and the cp successfully explanted. The reported events include ischemia, bleeding, hematoma, and thrombocytopenia. These may occur in the setting of anticoagulation requirements and impella cp support, and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.

Manufacturer narrative:
Complaint coding was revised to ensure a complete and accurate representation of the reported event. This update included the addition of blood transfusion (f2302) to reflect the administration of blood product(s). As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been updated accordingly to accurately represent the event.

Manufacturer narrative:
B2 added date of death as it was omitted from the previously submitted reports. H11 additional information was received. Th device was discarded.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
B5. Clinical narrative updated. Section d1 brand name corrected. D6. Explant date is corrected. H6. Type of reportable event was updated from serious injury to death and codes updated.

Event description:
Updated clinical review/rationale: an impella cp was inserted via right femoral artery in a 58-year-old female for acute myocardial infarction with cardiogenic shock. The patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. It was reported the patient was hypotensive with diminished/absent pedal pulse on arrival, as well peripheral artery disease and peripheral vascular disease. The patient received support from the cp for coronary angioplasty procedure. Post procedure, while still in the cath lab, angiogram through repositioning sheath demonstrated no flow in superficial femoral artery and the patient's pulses in the right limb were not present. A first attempt to place a distal perfusion sheath was unsuccessful. A second attempt was made when the patient was in the intensive care unit, which was successful and tied into the va ECMO. The patient's dorsalis pedis pulses were present via doppler. On day 2 of support, bleeding and a hematoma occurred around the impella site. The patient's hemoglobin was 6 and the patient was transfused with 2 units of blood. Additionally, heparin was held, manual pressure applied, and the site re-dressed to achieve hemostasis. On day 4 of support, it was suspected the patient had heparin induced thrombocytopenia (hitt). Heparin was discontinued and argatroban started. On day 14 of support, care was withdrawn and the patient expired. The reported events include ischemia, bleeding, hematoma, and thrombocytopenia. These may occur in the setting of anticoagulation requirements and impella cp support, and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d.